Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmissions revealed several episodes of non-sustained right ventricular oversensing on their implantable cardioverter defibrillator, believed to be due to myopotential oversensing. Programming changes were discussed but were not made.